Event description:
A opthalmologist reported that the intraocular lens (iol) was damaged while being folded in the cartridge of the iol delivery system. There was no reported pt impact/injury associated with this event.